Manufacturer narrative:
30dec2023 final report: philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows power issues. Upon functional analysis, fse found that there was fault in the ups. The philips engineer replaced the ups 1phase data integrity controller sp. Upon failure analysis, visual inspection was performed and confirmed that the several components burnt on pcb and the main suspected failed component of the marathon ups 1p controller is unknown. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion 7 m12 system would not turn on. The system was not in clinical use and no harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the ups 1 phase data integrity controller sp which returned the device to use in good working order.